Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse practitioner of a (B)(6) yr old male pt called zoll customer support to report that the pt had open sores under the lifevest. It is unk whether the pt required any medical intervention. The pt's clinical outcome is unk.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(4) was not returned for the event investigation. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.